Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event during cardio activity while using the ilet system. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available regarding a device problem, and the medical device problem could not be characterized due to insufficient information, with the device component similarly unspecified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.